Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with cracked case at display window corners and battery tube threads and minor scratched display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was at the back and had the insulin pump on the side of his wet swim suit. She was trying to suspend the device and noticed that the buttons were not responding and it alarmed button error. Blood glucose value was 37 mg/dl; she treated by drinking soda. Customer was advised to discontinue the use of the device. The insulin pump was replaced and returned for analysis.